Event description:
It was reported that during a procedure of the heavily calcified, heavily tortuous, 80% stenosed, mid right coronary artery (rca) after predilatation with a non-abbott balloon dilatation catheter (bdc) the 3.0 x 33 mm multi-link 8 (ml8) stent was attempted to be implanted but resistance was met and the patient experienced EKG depression, decreased blood pressure, decreased blood flow and discomfort. The stent was implanted but showed a bad result. A second and third stent were successfully implanted with a good result. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel; it is indicated that the stent delivery system (sds) is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.